Manufacturer narrative:
The explanted device as returned assembled with the lead cut approximately 11.5 inches from the pump housing and the severed portion of the lead was returned. Continuity and high potential testing of the distal-end portion of the lead did not identify any breaches to the wires that would have resulted in the reported event. Electrical continuity testing of the pump-end portion of lead did not reveal any discontinuities or shorts. The shielding and bionate layers were removed, and examination of the underlying wires revealed breaches in insulation layers of the yellow, red, orange, brown, and black wires approximately 7 inches from the pump housing. The breaches in the wire insulations appeared to be the result of abrasion against the metal braided shielding due to repetitive movement of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. Pump function could have been interrupted as a result of the exposed conductors of any of the wires potentially contacting the braided shield and shorting to ground if the device was supported by the power module. Wires from all three motor phases were affected and as a result, pump function could have also been interrupted as a result of a phase-to-phase short if the exposed conductors from any of the wires made direct contact with each other or simultaneous contact with the metal braided shield while the device was supported by batteries. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reference MFR report # 2916596-2016-02258 for the report of the patient's previous percutaneous lead repair. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 4 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that an external percutaneous lead (driveline) replacement had been performed in (B)(6) 2016. On (B)(6) 2017 the patient experienced a syncopal episode and fell while at home. Interrogation or the system controller revealed pump stoppage events and speed decelerations. The patient was emergently admitted to the implanting center for a subcostal pump exchange. Once the chest was open, the pump stopped twice when the clinicians manipulated the percutaneous lead. It was reported that the patient was doing well post exchange. No additional information was provided.